Event description:
The manufacturer was contacted in reference to the dreamstation auto CPAP device. The device was returned to the third-party service center. There were no visible foam particles found during the evaluation. The patient is alleging of nose irritation. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The device information has been updated/corrected in this report. In this report box d, g, h has been updated/corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the dreamstation auto CPAP device. The device was returned to the third-party service center. There were no visible foam particles found during the evaluation. The patient is alleging of nose irritation. There was no serious patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In this report, in box h method code, results code and conclusion code has been updated/corrected.